Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-nov-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg cartridge lot m23196a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a patient. There was no patient information at the time of this report. Return product is not available for investigation. Method date collected result sample: I-stat (B)(6) 2023 3:49 pm 166.2 whole blood. Lab cobas (B)(6) 2023 4:08 pm <0.6 serum. Lab cobas (B)(6) 2023 5:43pm <0.6 serum. I-stat (B)(6) 2023 6:01 pm <5.0 whole blood . I-stat positive cut-off values: b-hcg = 5.0 iu/l negative. 5.0 < ss-hcg < 25.0 iu/l indeterminate. B-hcg = 25.0 iu/l positive . There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.